Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the black image was due to a faulty image cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During a follow-up with the customer, it was indicated that the video cord was replaced and that corrected the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a colonoscopic procedure, the high-definition lcd monitor blanked out when a bovie generator was energized. It was noted, the procedure was prolonged by few minutes but was not cancelled or postponed. There was no harm or user injury reported due to the event.